Event description:
The device was used as a back up to treat a pt during the reported event. The device was connected to the pt using the same therapy cable used with the first device. The device reportedly delivered 1 defibrillation countershock but would not deliver a second shock to the pt. The pt's outcome was not reported.